Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. Details of the lesion are unknown. The physician was unable to cross the lesion with a 2.5x12mm apex balloon. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a tear in the catheter.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found a jagged tear in the inner and outer extrusions. This tear stretched from the port site and extended distally for a total length of 6mm. An examination of the balloon and inner extrusion found that both were bunched over the proximal markerband. Further examinations of the inner extrusion found that it was also bunched at the dista edge of the distal markerband. An examination of the tip found that the tip was damaged. The distal edge of the tip was pushed back. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context. (B)(4).